Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker replaced the device's energy delivery pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A stryker field service representative reported that a stryker-owned loaner device at a customer's site would not power on. There was no report of patient use associated with the reported event.